Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 22-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was placed. The insertion procedure took 90 minutes. It was difficult to insert, pieces of flesh had to be removed before the essure could be placed. It was a painful placement. Twelve months after placement the consumer started having complaints. On an unspecified date the consumer experienced heavier menstruation, allergic complaints in eyes, gastro-intestinal complaints, pain in head, lower back pain, depressive feelings, tiredness, insomnia, memory loss or concentration problems, arrhythmia, excessive sweating, and reduced resistance, intestines upset. She had relation and/or family problems, and social activities and happiness complaints. She visited a gynecologist. Osteopathy, physical therapy, gym, and other food were reported. She received treatment with medication. Treatment was planned; essure removal was planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that, started having heavier menstruation. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot be excluded the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 276 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that, started having heavier menstruation. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.